Event description:
Ventilator stopped working while in use. Red error message on top of ventilator screen read: system error device alert! No harm as nurse and respiratory therapist present. Main cpu board failed while in service. On [date] it was determined that a replacement cpu board was needed.